Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date without the product information.

Event description:
Advocate stated the customer received blood glucose readings of 60 and 120mg/dl on her two meters. It is unknown if both meter are the same brand or model. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The call was disconnected before further information could be obtained. Product was not replaced.